Event description:
The account alleged that the pt position module is not setting on the beds. The account alleged that there have been some pt falls with injuries. The account did not have any specific bed serial numbers. The account stated that there were multiple beds with the issue but did not have an exact number. However, the alarm did not sound when set with no weight on the bed. Nor did it sound when set with weight on the bed and then removing the weight. The relays could be heard tripping when the alarm was set. Within minutes of resetting the bed all side rail lights were again flashing randomly and all controls were again nonfunctional. Of all the beds that the tech saw in the facility he only saw one inspection sticker. The tech suspects that no bed inspections or routine maintenance has been done on many beds. The tech asked each witness if they had knowledge of or had heard anything that would indicate that any pt at any time had fallen or been injured due to a failure of a bed exit alarm on the bed. Everyone indicated that they had not. The tech asked each witness if they knew if the beds had ever been inspected or had routine maintenance performed on them. They all indicated that they did not. One witness alleged that physical therapy came and picked up a pt and approx twenty minutes after they left with the pt the exit alarm went off. The witness at the account was unable to provide a pt name, serial number of the bed or date of occurrence. The tech found no evidence of any sort, that anymore had ever been injured in any way from an alleged failure of any hill-rom product. The tech believes that the beds in this facility are in need of inspection and maintenance.

Manufacturer narrative:
The tech investigated and the account stated that several people had fallen out of bed because the pt exit alarms did not function. The account staff that made the allegation had left the account and the staff that the tech spoke to for f/u was unaware that a complaint had been logged. The account stated they knew that they had some problems with exit alarms not functioning but did not know of a pt falling because of it. The tech investigated the two beds with notes that stated bed exit alarm not functioning. The tech tested the alarm and found it to be functioning as designed. The only issue found was that the cable that plugs into the nurse call system had multiple smashed or bent pins in the connector, on the end that plugs into the wall. The tech investigated the second bed and found the lights on the head side rail (both sides) were flashing randomly and were non responsive. The technician unplugged the bed and let it recycle. Then plugged it back in. After resetting the bed, at the side rail all functions appeared to work, including the exit alarm indicator.